Event description:
(B)(4). Abdominal pain, vaginal discharge, major depression with suicidal thoughts, weight gain, abdominal distention, body aches, elevated blood pressure, headaches, gallbladder issues requiring laparoscopic removal.